Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30073339l number, and no non-conformances was found during the review. Manufacturer¿s ref (B)(4).

Event description:
It was reported a patient underwent a supraventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and coagulation on the catheter tip occurred. It was reported they started the supraventricular tachycardia ablation procedure as usual. They started mapping the left ventricule to start ablating interesting potentials. After about 30 minutes of ablation the physician decides to take it out of the body to see if there is char on the tip because of the advisory on thermocool® smart touch® sf catheters and there was. Before that, they never had impedance, temperature or any parameter increased. No signs of char and anything leading to that, the physician just decided to look at it. He removed the char and we kept ablating. After 10 minutes he decided to look again and there was some coagulation but no char. It was removed and kept going. Ablation continued and the procedure was a success. There was no patient consequence and the physician was not concerned. There were no error messages or product problems. No issues with the flow or the temperature, no change in any data of any sort, all the parameters were stable throughout the whole procedure. Ablation parameters used were the recommended with the advisory, force under 40g, standard flow, short lesions, 30w but still had char. Power mode at 30-35w and temperature cut off at 43 degrees. Impedance was around 100-120ohms, temperature around 26 degrees and power at 30-35w. The issue of ¿char¿ is a physical phenomenon of radiofrequency ablation and can be a normal result of the ablation process. The presence of char does not by itself represent a serious injury, nor is it necessarily the result of a device malfunction. As such, char is not MDR reportable. However, the issue of coagulum has been assessed as an MDR reportable malfunction.